Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2026 as patient pushed full reservoir into pump without rewind and while tube connected to body as patient did not select reservoir and set change and did not follow reservoir and set change. Patient took glucose tablets and drink juice at the time of event. The patient received emergency medical assistance and got admitted to hospital. The patient blood glucose level was 47 mg/dl at the time of the event. The patient is still in hospital and anticipated to be prescribed multiple daily injection (mdi) upon discharge. No further information available.